Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2010, a (B)(6) patient was properly placed in mayfield pins and holding apparatus in the prone position with the skull clamp locked. The resident physician was making adjustments to the skull clamp when the locked portion of the clamp became loose, causing the pins to slip which then caused a scalp abrasion of approximately 2 cm on the left side of the patient's head. Three mayfield pins were used (type and lot unknown). The patient had to be positioned onto the stretcher. Suture (1 stitch) was required. There was a 50 ml blood loss reported. Injury was considered temporary and minor. The event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. The original intended procedure was a cervical laminectomy for a tumor. The surgery continued. They used a working clamp instead (unspecified). The procedure was completed. Additional clinical information has been requested.